Manufacturer narrative:
(B)(4).

Event description:
The reporter provided follow up information indicating the patient's symptoms are much improved but not resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with keratitis/infection in the right eye approximately five weeks post lasik procedure. The patient reported redness in the right eye for three days. The patient also noted halos, glares and shadows.

Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).

Event description:
Additional information received indicated the keratitis is completely resolved. The patient still has some vision complaints and will likely need an enhancement.